Manufacturer narrative:
Explant date are not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint: (B)(4), during clinical procedure, dropped from implant driver.